Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4)

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 4.00 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was observed that the distal stent struts were lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 12mm stent delivery system was returned for analysis. An examination of the crimped stent revealed distal stent damage. Distal strut rows 1 and 2 were pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 4.00 x 12 synergy drug-eluting stent was advanced to treat the lesion. However, it was observed that the distal stent struts were lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.